Manufacturer narrative:
One narrow posterior hex driver (phd00n) was returned for inspection. A visual inspection revealed that the tip of the hex driver had fractured in the cover screw hex. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev b 10/15. Biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015. Instructions for use of the recommended drivers are provided along with the appropriate torque values. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. A singular cause for the complaint could not be determined.

Manufacturer narrative:
Patient's information not provided/unknown. Cmp-(B)(4). Device lot number not provided/unknown. Reporter's last name not provided/unknown.

Event description:
It was reported that the driver tip (phd00n) fractured inside of the cover screw. The cover screw was replaced and could complete the surgery.